Manufacturer narrative:
No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was found to be kinked. The damage did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were found along the fluid path during the leak test. The cause and timing of this damage is unknown. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 37 and 48 hours. When the patient removed the pod from the infusion site (hip/buttocks), the patient noticed that insulin was leaking. Treatment details were not provided. Investigation of the pod found a kink in the cannula.